Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. Patient is allergic to nickel and latex. Patient described the area as tiny little dots on the skin .there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a topical hydrocortisone and oral benadryl for the skin irritation. Follow up indicated that the skin irritation improved.